Event description:
It was reported when using the pyxis medstation es system that had a drawer failure. A customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by a pyxibus cable. A field service engineer replaced the auxiliary pyxibus cable and tested it. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.